Manufacturer narrative:
Upon receipt of the cylinders, pump, and reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. All components were visually inspected, and leak tested. The first cylinder had a leak in the inner tube and the outer tube was detached with broken fabric threads at the bonding joint that was the result of sharp instrument damage consistent with explant. The second cylinder was worn at a fold in the middle of the cylinder body. No leaks were found. The ms (momentary squeeze) pump had no visual abnormalities noted. No leaks were found. During functional testing, the pump did not pass activation testing. The flat reservoir had no visual abnormalities noted. No leaks were found. Based on the information available and analysis results. The reported clinical event of a tear in the cylinder was not confirmed; however, the pump issues found during analysis could have impacted device function as reported clinically.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a tear in the cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a tear in the cylinder. No patient complications were reported.